Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: no call service alarms were observed in the black box or alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no alarms being duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a communication call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.